Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not closing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was not closing. The field service engineer (fse) disconnected the mini drawer, found the red drawer lever in the open position, and placed it in the closed position. The fse then reseated the drawer. The customer performed an inventory count on the drawer. The system functioned as intended after the field service engineer repaired the device.